Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that while attempting to confirm the verify screen, the pump shut off. The reporter stated that the pump display screen then went blank while attempting to power the pump on with a different battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed multiple unexplainable power reboots had occurred. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. No power losses occurred during testing. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no evidence of moisture contamination was found inside the pump. The battery terminal contacts were inspected and no evidence of intermittent contact was observed. The intermittent power issue was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.